Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc) as the physician was closing the pocket. The was identified to have pulled back. The lead was repositioned. The lead remains in service. No adverse patient effects were reported.